Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report ; b5: describe event or problem; e1: reporter name and address; g3: date received by manufacturer ; g6: type of report; h1: type of reportable event ; h2: follow up type ; h10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A titanium hexed uniscrew was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth 46 (fdi) and was used for approximately 13 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported uniht product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after 12 years, 8 months, and 2 days of being placed, the patient came for mobility in the restored piece and upon removal, the implant and screw were both fractured.